Event description:
Per night staff rn, the percutaneous needle was bent in the cvc kit. This was found by md during visual inspection. The kit was not used, removed, and saved with packaging information. I have the bent needle and packaging information. This did not affect patient. A new kit was opened and used.